Manufacturer narrative:
The instructions for use (IFU) states: possible adverse events and complications that may occur with the use of gore® tag® thoracic branch endoprosthesis include, but are not limited to: transient ischemic attack, death. B7: patient medical history includes but is not limited to: copd, cad chronic renal failure, stroke. D10: patient medications include but are not limited to: 5. Amlodipine, hydralazine, buspirone, atorvastatin, asa, metoprolol. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent endovascular treatment for a thoracic aortic dissection and penetrating aortic arch ulcer and was implanted with gore® tag® thoracic branch endoprostheses (tbe). An open surgical procedure was not an option due to patient condition and access was obtained in the abdominal aorta. The patient had previously received a procedure to bypass the lsa to the lcca and bca. The patient had an existing CABG coming off the mid-bca and a lima bypass off the lsa. Prior to placement of tbe, the patient was hypotensive with increased pressure in the left arm compared to the right. The tbe was placed with the side branch in the lsa and with intentional partial coverage of the bca proximally with the aortic component (ac). It was reported that the portal opening on the gore® tag® aortic component (tac123715a/(B)(6) had landed slightly distal to the lsa, leaving placement of the side branch (tsb121506a/(B)(6) a little compressed. Post operative cta demonstrated a moderate stenosis in the compressed portion of the side branch. A gore® tag® conformable thoracic stent graft with active control system (tgmr373710/(B)(6) was placed proximally to the tac to extend treatment into the ascending aorta. Due to this device configuration, all blood flow to the lcca and bsa was through a single side branch in the lsa. On (B)(6) 2023, the patient underwent reintervention on the tbe side branch and a gore viabahn vbx balloon expandable endoprosthesis (bxa115902a/(B)(6) was implanted to open the compressed region. The patient tolerated the procedure. The physician suspects (but was unable to confirm) that the patient may have experienced a small transient ischemic attack (tia) over the weekend due to the compressed side branch. No major stroke was reported, and the patient is reported to be doing better. On (december 1, 2023, it was reported that the patient had expired on an unknown date, a cause of death was not provided. On december 7, 2023, the physician provided additional details. The patient expired on (B)(6) 2023. The physician listed the cause of death as cardiorespiratory failure likely related to the device. Compromised flow through the side branch was suspected to be a factor, although completion angiogram did not suggest this.